Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user has high glucose value.

Event description:
Consumer complained of blood glucose results reading "hi". I assisted the customer with performing a blood test, 594mg/dl. The customer states she has had food, drinks and medication within 1 hour. Normal range is between 140mg/dl and 160mg/dl. Reviewed the last 5 blood results in the meter memory. Hi, e-3, hi, 328 mg/dl no adverse event reported.